Manufacturer narrative:
Pain was reported. The ams700 conceal reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced pain at the ams 700 inflatable penile prosthesis (ipp) reservoir site. The ipp reservoir was removed and a new one was placed on the other side.

Event description:
It was reported that the patient experienced pain at the ams 700 inflatable penile prosthesis (ipp) reservoir site. The ipp reservoir was removed and a new one was placed on the other side.